Manufacturer narrative:
This device is not available for sale in united states, therefore 510k is not applicable. International medical device regulators forum (imdrf) adverse event reporting. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the operating room before use in the emea region. The information provided indicated that there is image disturbance during angulation on the right side involving pentax medical video colonoscope ec-3890fk2, serial number (B)(4). There was no adverse event reported with this complaint. The device was received at pentax medical (B)(4) for further evaluation. The charged couple device (ccd) will be replaced as part of the service request. No additional information provided. This event meets the requirement for FDA reportability; therefore, submission of a report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.